Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 2.03 in from the distal tip. Components adjacent to this broken main tube do not show damage. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact. Fragments were found to be missing from the broken main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the 8mm tip-up fenestrated grasper instrument stopped responding & was stuck in the bent position (versus straight). The instrument was tilted to the side and the site was unable to pull the instrument through the trocar. Surgeon was unable to straighten out instrument to remove & team had to use instrument release kit (irk). The surgeon removed the instrument with the trocar to resolve. Once removed, team obtained another tip-up fenestrated grasper instrument & completed case as intended. No harm to patient was reported. Minimal delay to case. No further post-op tests needed. No fragment fell into the patient. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter to obtain additional information, however, further details were received: the incident did not involve any detachment, uncontrolled motion, or the instrument getting stuck on tissue. However, the instrument and cannula had to be removed together (without increasing the port incision), and despite straightening the wrist, significant resistance was encountered, preventing instrument removal from the cannula.